Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the jaws of the t handle have fractured off. The fractured pieces were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device is worn and show significant signs of use. The device was manufactured in 2013. The t-handle fractured in the jaws of the handle, potentially from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the instrument broke during surgery and fragments fell into surgical site. The surgeon carried out debridement to find fragments. It is possible there are unretrieved device fragments.